Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient¿s right ventricular lead exhibited high capture thresholds during a follow-up. On (B)(6) 2018, the lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. The lead did not exhibit any anomalies which could have accounted for the field complaint.